Event description:
On october 25, 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient was unable to confirm when the alleged power issue began. The patient informed the csr that she manages her diabetes with insulin 70/30 (unknown brand). It is not known if the patient took any action in regards to her usual diabetes management regimen when she was unable to test with the subject meter due to the alleged meter issue. The patient reported that at midnight on (B)(6) 2016 she developed symptoms of feeling ¿drowsy, weak and no energy¿ although it is not known if the symptoms began before or after the alleged meter issue started. The patient claimed her blood glucose was measured at the onset of symptoms and a result of ¿400 mg/dl¿ was obtained on an unspecified device. In response to the symptoms, the patient reportedly received treatment of insulin 70/30 (unknown brand) although it is unknown who provided the treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr noted that the patient did not have the meter or testing supplies available to complete troubleshooting. Replacement products were unable to be sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.